Event description:
X-ray tech was moving ceiling suspended monitor system and it suddenly fell. The tech was struck on head, shoulders and hands. This resulted in lacerations on their head requiring stitches in the ER. Also, shoulder and hand bruises were present. The stop block that prevents the monitor suspension came loose allowing the monitor system to go beyond its guide rails and fall.